Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out to be not as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be inconspicuous. The module was fully capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the battery manufacturer for an extensive analysis. The production documents of the battery were reviewed and verified that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. An increased impedance was detected during the examination of the internal battery structure. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop at the electrical module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and discovered to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.

Event description:
After an implantation period of approximately 92 months, it was reported that the device was in eos status.